Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted during the evaluation including the bending section rubber glue was peeling, the insertion tube was wrinkled, the insertion tube connection protector was cut, the control cover was cracked, the switch button one was scratched and the electrical contacts were damaged. However, the defects noted are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is unlikely the positive culture was caused by the device. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. The last sampling date was september 23, 2021. The sampling was routine. The scope was precleaned with aniosyme x3 detergent. Albyn brush kit/an1865023 was used for manual treatment/bedside pre-cleaning with aniosyme x3 detergent. The biopsy valve, air valve, and suction valve were manually cleaned. Etd4 was used as the automatic endoscope reprocessor (aer) along with endodet detergent and endodis paa disinfectant. The maintenance was performed olympus. The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported by the customer, the suction channel was sampled and the evis exera iii gastrointestinal videoscope tested positive for fourteen (14) colony forming units (cfus) of bacteria. The issue was found during a routine culture of the scope.